Event description:
A cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Technical support advised the customer on loading a new cartridge, but the cartridge alarm persisted, preventing the resumption of insulin therapy. Consequently, the decision was made to replace the pump. The customer was advised to use multiple daily injections (mdi) as backup therapy and was given instructions on how to return the faulty pump and initiate storage mode.